Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from "low" (specific value not provided) to below 54 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg levels for all events. Reportedly, customer continued to use the pump for insulin therapy.